Manufacturer narrative:
(B)(4). Batch r5a22z. Additional information requested but not received: can you please provide more details regarding the patient status? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Investigation summary: the analysis showed that an ats45 device was received with no cartridge reload present. Additionally it was noted that the device had an insufficient anvil crimp. No functional test could be performed due the condition of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a vats lobectomy procedure, after the first firing of the device the jaw was loose and unusable. They had to replace the device since they did not trust the safety of the device. Patient consequences were not reported.